Manufacturer narrative:
Eval summary: as returned, one side of the impactor head has fractured off where it mates with the impactor handle. The cause for this incident could be due to orientating the impactor in an "off-axis" manner with respect to the glenosphere head. Secondarily, this impaction force may, at times, be greater than is necessary or typical of the surgical procedure. The impactor had a potential field age of approx 9.5 months at the time of failure. The returned helmet has a crack propagating on the backside of one of the tabs. Additionally, the inside of the tab is flared up at crack propagation. In general, this type of incident may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The helmet had a potential field age of approx 33 months at the time of this incident. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.

Event description:
Impactor chipped in surgery. No damage to wound site. Head holder cracked.